Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) was possibly over 500 mg/dl with moderate ketone levels. Reportedly, a healthcare provider identified the ketone level as dangerous/life threatening. The supplies were changed to address the event. Bg was addressed by customer's mom delivering boluses.